Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. Customer treated their blood glucose with a manual injection. It was also found the customer was feeling thirsty and frequently urinating due to their high blood glucose. Troubleshooting was not completed as the customer did not perform a high pressure test. It was also found the customer had a bent cannula after removing their infusion set in a previous event. Customer's cannula was straight upon removal of their infusion set while troubleshooting customer was advised to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.